Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Additionally, the customer inadvertently switched from one personal profile to another. Reportedly, the customer corrected the setting and continued using the pump for insulin therapy. The customer¿s blood glucose was between 180-200(mg/dl).